Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and was performed continuity resistance test. The sensor passed per specification. Performed the sensor initialization test using a new lab transmitter, and the sensor functioned properly. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
Customer reported via phone call that they have high blood glucose readings. Customer states that their insulin pump is alarming. The blood glucose reading is 249 mg/dl